Event description:
¿On or about (B)(6), 2006,¿ an ams monarc sling was implanted. Plaintiff¿s attorney has alleged that, ¿after, and as a result of the implantation of the medical device,¿ plaintiff has suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia,¿ and other injuries. It was also alleged that she has, experienced significant mental and physical pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.